Event description:
It was reported that (6) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the 511s trocars out of the tk11m kits all had torn gaskets. There was no consequence to the pt.